Event description:
Customer reports a 0.5ml/hr seven-day infusor overinfused approx 79ml of the total 84ml fill volume during home infusion. The unit was filled with 70ml of 5fu and 14ml of saline. Report states the unit was attached to the pt on the day of the event at 1300. 48 hours later at 1300, the pt observed "few drugs" in the reservoir. The pt went to the hospital where the dr confirmed the volume remaining in the reservoir was 5ml. The dr examined the pt's white blood cell count and confirmed no increase. Dr reports pt was not injured. Another infusor containing 5fu was given to the pt, and the pt returned home. The pt's blood levels were found "normal" by the pt's dr during a follow-up examination 2 wks later.